Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the 0 hpa setting. There was no patient involvement. Event date not specified; estimate used event date not specified; estimate used.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 18mar2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba (printed circuit board assembly) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 05/08/2019, date rec¿d by MFR : 0518/2019. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.